Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an under delivery alarm. Customer experienced high blood glucose and the value was 25 mmol/l at the time of the incident. Customer stated that the blood glucose value was rises after one hour of insulin and the value was 27 mmol/l. The customer used the pump and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Customer was alleging the insulin pump for under delivery because the blood glucose remains high after bolusing and changing set. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).